Event description:
After pippetting an hbc plate on summit the the technician noticed that lowsample/low diluent was delivered to well a2 of the microwell plate. No error was generated by the summit. No death or serious injury was associated with this incident.